Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the blurred vision is at intermediate and at near and associated with eye strain. The blurred vision is moderate in severity and is relieved by blinking. Patient has dry eye syndrome ou. Surgeon encouraged more often use of eyedrops. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the patient is having foreign body sensation and it goes off once the patient blinks her eyes and the patient is having blurry vision at all distances.

Manufacturer narrative:
The sample was not returned for evaluation. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient did not have perfect near vision and the patient is using reading glasses with 2.0 lenses to see anything. The doctor has confirmed that lenses are in perfectly and there are no issues except for the eyesight. The doctor also said that the patient falls under the small percentage of people for whom the lenses do not work. The issue with the eye sight start from the time of the surgery and the doctor has now performed yag procedure which improved the patent's vision by only 10 percent. Additional information has been requested.